Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the pch instrument broke and a fragment fell inside the patient. No additional surgical intervention was performed. However, unintended fragment(s) falling into the patient may require surgical intervention. It is unknown if the fragment was successfully retrieved from the patient. It is also unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument became caught on the cannula tip and broke while being removed from the arm. The surgeon was uncertain whether a piece fell inside the patient and performed an x-ray to check for fragments. The arm and system were working properly after removing the instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon had opened the gallbladder for stone removal and the pch instrument was working as expected. When the instrument was being removed from the patient, the instrument tip broke and fell inside the patient. The clinical sales representative (csr) stated that the fragment that fell was a piece of the black plastic at the tip. The surgeon was not sure if the fragment was retrieved successfully as the piece looked like the stones in the patient. An x-ray was performed to see if the fragment was still in the patient, but the results did not show anything unusual; there were staples that could be seen but that was from a previous procedure. The procedure was completed using a spare instrument. The csr stated that the customer would return the instrument for analysis. There was no report of any patient injury nor post-operative complications.